Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, the customer stated that a non-medtronic battery was used at the time of the reported event. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
A backup power source battery kit was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. In addition, a non-medtronic battery was received. No investigation was performed as it is a non-medtronic part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty battery. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. A non-medtronic/covidien service provider replaced the battery and power supply. Medtronic/covidien was not authorized to repair the device.